Event description:
Medication found dripping on the floor from IV tubing. The tubing had a hole found in the region right below the blue top piece that sits in the actual pump. The tubing was replaced, there was no patient harm.

Event description:
Medication found dripping on the floor from IV tubing. The tubing had a hole found in the region right below the blue top piece that sits in the actual pump. The tubing was replaced, there was no patient harm.